Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D8 was inadvertently checked. New information added to the following fields: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined from the available information because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source was getting an e103 ignition error code. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.